Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a recurring replace battery now alarm without giving a low battery alert. The customer¿s blood glucose level was 7.4 mmol/l at the time of the incident. There were also several failed battery test alarm in the alarm history. The customer was advised to they may continue use of the insulin pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. The power management graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within specific range. Insulin pump was received with normal operating currents. No unexpected low battery alarm, failed battery test alarm or power loss alarm noted during testing. Unit was received with corroded battery tube, partially detached reservoir tube retainer, scratched case, minor scratched lcd window, cracked select button keypad overlay and stained serial number label.